Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula events on (B)(6) 2025. The issues occurred with six similar types of infusion sets used for less than three hours for one infusion set and twelve hours for the rest of the issues. The blood glucose level of the patient was over 600 mg/ dl which was treated with correction injection via multiple daily injection. The symptoms were noticed within three hours of insertion. The site was abdomen and upper buttocks. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6.